Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a meal the user experienced elevated blood glucose readings in the 300s while using the ilet and a recently changed infusion set without observed leaks, and the user later reported blood glucose of 98 mg/dl after monitoring and education were provided. Symptoms included hyperglycemia without associated signs such as dizziness or loss of consciousness. Outcomes included no need for medical intervention, no hospitalization, no use of backup therapy, and no ketone testing. Investigation included customer counseling, device use review, and plans for additional training to review reports. Investigation of this case revealed no device alarms and no confirmed device or component malfunction, and the rise appeared transient and resolved with ongoing system use. It was concluded, based on previously established findings for similar reports, that the cause was unclear.